Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/20/2015. The fse found and replaced a defective solenoid valve (lv17), which resolved the leak issue; however the fse did not observe the reported error message. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1ml from the blood sampling valve (bsv) on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and blocked flow cell (fc) error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.